Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The horizon small clip applier had multiple input disks broken. Input disk # 7 was found broken into pieces inside of the housing. Hairline cracks were found on input disk # 6. Other backend components adjacent to the broken inputs do not show damage. As a result of the broken inputs the mtm commands were not followed. .

Event description:
It was reported that prior to starting a da vinci-assisted benign hysterectomy surgical procedure, the horizon small clip applier instrument made a jumping movement while in use. There was no report of patient harm.